Event description:
It was reported the patient was experiencing ineffective therapy due to the placement of the left dbs lead. The lead was reposition on (B)(6) 2022. Effective therapy was established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.